Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 413 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. Customer stated that they received insulin flow blocked alarm several times. Customer reported that insulin was leaking on the insulin pump. Troubleshooting was performed and insulin did not exit. Customer received critical pump error and insulin flow blocked alert during rewind process and was not able to get pass the rewind process. The insulin pump will be returned for analysis.